Manufacturer narrative:
Document review: gmk primary fixed pe postero stabilized tibial insert size 3, 12mm: code 02.07.0312psf / lot 121128 ((B)(4) items produced): all parameters were found to be in accordance with specifications valid at the time of manufacturing. (B)(4) items belong to this lot have been already sold and no similar incidents have been reported. From the data collected, we have no evidences that the problem is device related, but it is likely associated to an issue occurred during the primary surgery - breakage of the ps screw - and not detected by the surgeon.

Event description:
Reference importer # (B)(4).